Event description:
New information received notes that the patient presented to the clinic for a scheduled follow up. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient's pacemaker exhibited an undersensing. No intervention or patient condition was reported.